Event description:
Reference associated MDR, manufacturer's report number 1222780-2009-00051. User facility reported a successful novasure ablation, confirmed on post hysteroscopy, in 2009. The patient returned to the hospital two days later, with pain and was admitted for observation. An "ultrasound and an abdominal x-ray" were done (results unk). Treatment included an indwelling catheter and an 'IV (intravenous) was inserted". A computed tomography (CT) was done three days later, results: "2.2cm uterine cavity defect at the fundus, consistent with the known uterine perforation" [of the month prior]. Additionally, there was "no significant bowel thickening to suggest bowel perforation." The patient was discharged the following month. Five days later, the patient was readmitted with vomiting, distended abdomen, and fever (temperature unk). The CT scan was repeated (results unk) and the patient was taken to the operating room that evening for a laparotomy. "A pelvic abscess was discovered along with a small bowel thermal injury." Treatment included a "temporary ileostomy". The patient was discharged eleven days later. During follow-up received a week later, the physician reported he is in contact with the patient every few days and "she continues to regain her health". During follow-up received the following month, the physician provided test results: chest x-ray of four days after the original date, results: " the appearance is consistent with perforated viscus." Abdominal x-ray of that day, results: "marked gaseous distention of the transverse and proximal descending colon noted with collapse of the sigmoid colon and rectum. The appearance is consistent with perforated viscus and distal large bowel obstruction." Gynecological ultrasonography of two days prior, results: "there appears to be a tract into the right fundal myometrium which communicates with the cavity. This does not reach the serosa of the uterus and there appears to be 4mm of myometrium beyond it. This is likely to be the site of the previous perforation."

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number of the disposable device and serial number of the radio frequency controller. The device and controller were released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation.